Event description:
It was reported that this event occurred in the intensive care unit. The insertion site was the right internal jugular vein. There was profuse leaking noted from the distal end of the hub at the insertion site. There was a question of whether the patient was appropriately receiving correct infusions via the line. The catheter was removed and replaced successfully. It was stated there was no delay in treatment. There was no reported injuries or death. There was a patient complication noted as "delivery of infusions via cvc questioned", but no definitive harm reported.

Manufacturer narrative:
(B)(4).